Event description:
Additional information received reported that the cause of the previously reported clinical observations was due to lead dislodgement. The patient did not require a new lv lead.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead exhibited high thresholds and loss of capture, as well as impedance and sensing changes. The lead was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to provide results of the product investigation.